Event description:
It was reported that during a robotic laparoscopic nephrectomy procedure; while mobilizing the kidney, the bipolar fenestrated grasper (bfg) triggered an instrument error alarm. When the instrument became stuck, the team identified a broken white piece in the patient¿s cavity and realized the instrument was broken. The team immediately undocked the arm and detached the bfg from the sterile interface module (sim) to remove it from the patient along with the port, following the broken instrument protocol. The white piece was then carefully removed using a laparoscopic instrument to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic nephrectomy procedure; while mobilizing the kidney, the bipolar fenestrated grasper (bfg) triggered an instrument error alarm. When the instrument became stuck, the team identified a broken white piece in the patient¿s cavity and realized the instrument was broken. The team immediately undocked the arm and detached the bfg from the sterile interface module (sim) to remove it from the patient along with the port, following the broken instrument protocol. The white piece was then carefully removed using a laparoscopic instrument to resolve the issue. There was no patient injury.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the associated device data and provided images for the reported bipolar fenestrated grasper (bfg). Evaluation of the device data indicates an error code ¿motor position limits¿ being triggered as an after effect of the reported pulley break. The use life of the instrument was four hundred and sixty-nine minutes with a use count of five at the time of failure. Evaluation of the provided images notes two images were provided. The first image shows the instrument serial number, which matches the reported information. The second image shows the instrument outside the patient cavity and the plastic portion of the pulley is broken. Evaluation of the provided images for the reported bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.